Manufacturer narrative:
Complaint conclusion: as reported, the shaft of a 6f/7f mynxgrip vascular closure device (vcd) came apart after the stopcock was opened to deflate the balloon and resistance was encountered when attempting to remove the balloon. The technician was eventually able to extract the remainder of the device, but it appeared that the balloon had never deflated. Hemostasis was achieved via manual compression lasting thirty minutes or less. There was no reported patient injury. The balloon was prepped using all saline, and there was no pinching or pinning of the balloon with the advancer tube, no balloon inversion, and no excessive force applied during withdrawing the balloon through the advancer tube. A 6f 11cm avanti+ sheath was used. Suitability of the femoral artery was confirmed via angiography or venography with an insertion angle of 30¿45 degrees, and vessel diameter was verified to be =5 mm with no tortuosity or calcium at the puncture site. The mynxgrip vcd was used in an interventional procedure with a retrograde approach. The deployer was trained on the mynx device. The physician requested that all remaining seventeen sterile unopened devices from this lot be swapped. Other procedural details were requested but were not provided. A total of eighteen (18) mynxgrip vascular closure devices (6f/7f) were returned for investigation related to the reported complaint, including seventeen (17) sterile units and one (1) non-sterile unit. Per procedure, a sample was required for sterile units, and a total of three (3) sterile units were sampled for evaluation. All sterile devices were received sealed inside their original pouch packaging. Visual inspection showed that the shuttles were engaged to the black handles, while the stopcocks were received open, with a cordis mynx syringe detached from each unit. No catheter sheath introducer (csi) was returned with these devices. The sealants, advancer tubes, and sealant sleeves were found in their manufactured positions, and the balloons showed no abnormal conditions. No additional anomalies or malfunction codes were observed during this analysis. The non-sterile 6f/7f mynxgrip vascular closure device was also returned for evaluation. Visual inspection showed that the shuttle was detached, while the stopcock was received open, with a cordis mynx syringe attached to the unit. A non-cordis csi with no identified french size was returned inserted on the device. The sealant was not returned for this evaluation, while the advancer tube was exposed and the sealant sleeve was fully retracted. The balloon exhibited no abnormal condition, and no additional anomalies or malfunction codes were noted during this analysis. Functional testing was performed on the three sampled sterile units. Inflation and deflation of the balloons were executed successfully, with no issues observed during testing. However, the inflation/deflation test could not be performed on the non-sterile device due to the detached condition of the catheter shaft, which prevented proper evaluation. For the sterile units, microscopic inspection was deemed unnecessary, as no areas of concern were identified during the visual or functional analyses. For the non-sterile unit, however, a high-magnification evaluation was performed to examine the balloon, shuttle tube, and shuttle areas. This inspection revealed that the balloon exhibited a severely twisted condition, and the shuttle tube showed kinking and bending along its length. Additionally, the shuttle section presented surface scratches and localized plastic deformation. The reported event of ¿catheter-catheter detachment¿ was observed through analysis of the returned device as it was received with the shuttle and catheter shaft detached. However, the reported event of ¿balloon-deflation difficulty¿ could not be observed as functional analysis could not be performed due to the condition of the received device. Also, the events were not observed through analysis of the sterile units received. The exact cause of the issues experienced could not be conclusively determined during product evaluation. Based on the information available for review and product analyses, procedural/handling factors likely contributed to the reported catheter detachment, as evidenced by the surface scratches and localized plastic deformation on the non-sterile unit. It was also noted that there were multiple kinks/bends along the shuttle tube, and the balloon exhibited a severely twisted condition. These findings are indicative of mechanical stress, likely resulting from excessive bending, tension, or contact with a hard surface during handling or use. It is also possible that the twisted condition to the balloon and/or the kinked shaft contributed in the reported deflation difficulty, as these conditions could have prevented the negative pressure of the syringe from reaching the balloon. This conclusion is further supported by analysis of the sterile units, which passed both visual and functional testing with no anomalies noted. According to the mynxgrip IFU, which is not intended as a mitigation, step 3: remove device, ¿retract syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing.¿ the IFU also warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis of the complaint device, product analyses of the sterile units, nor the information available for review suggest that the reported issues could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the shaft of a 6/7f mynxgrip vascular closure device (vcd) came apart after the stopcock was opened to deflate the balloon and resistance was encountered when attempting to remove the balloon. The technician was eventually able to extract the remainder of the device, but it appeared that the balloon had never deflated. Hemostasis was achieved via manual compression lasting thirty minutes or less. There was no reported patient injury. The balloon was prepped using all saline, and there was no pinching or pinning of the balloon with the advancer tube, no balloon inversion, and no excessive force applied during withdrawing the balloon through the advancer tube. A 6f 11cm avanti+ sheath was used. Suitability of the femoral artery was confirmed via angiography or venography with an insertion angle of 30¿45 degrees, and vessel diameter was verified to be =5 mm with no tortuosity or calcium at the puncture site. The mynxgrip vcd was used in an interventional procedure with a retrograde approach. The deployer was trained on the mynx device. The physician requested that all remaining seventeen sterile unopened devices from this lot be swapped. Other procedural details were requested but were not provided. The used device and seventeen sterile devices will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.additional information is pending and will be submitted within 30 days upon receipt.